Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during surgery both impactor tips broke during impaction. All debris was removed from the surgical field.

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device shows evident breakage. The impactor tip is broken into two pieces at the proximal end where the impactor tip connects the impactor handle. The device has significant signs of wear evident by the impaction marks. The breakage pattern indicates to be a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material or manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to combination of design and normal usage related issue. The failure was caused by its intended use. As a device that is manufactured of plastic and incurs numerous impaction events cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
It was reported that during surgery both impactor tips broke during impaction. All debris was removed from the surgical field.